Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the integrated electrosurgical unit (iesu) generator to resolve the issue. The system was tested and verified as ready for use. Isi received the generator involved with this complaint to perform failure analysis. The reported failure was confirmed and reproduced. The iesu was placed on an in-house system, run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during of a da vinci-assisted simple prostatectomy surgical procedure, error c-34 was displayed for the vio dv 2.0 integrated electrosurgical unit (iesu/erbe) generator when the monopolar energy was being used. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer power cycled the erbe generator and the system, but issue remained. The customer elected to swap out the vision side cart (vsc) with another one from a different system. During the call, the tse assisted the customer through disconnecting the vsc with the faulty generator and connecting the backup vsc. The system powered on normally with no issue. The customer confirmed the iesu generator on the 2nd vsc was working normally. The procedure was continued using another da vinci system with no reported injury.

Manufacturer narrative:
Intuitive surgical followed up and obtained additional information. The customer informed that there was no harm or injury to the patient. The customer attempted to system reboot, but had to switch towers from another room to proceed with the case.

Event description:
Refer to h10/h11 for follow-up information.